Event description:
The device was inserted into a pregnant women without complications. No abnormalities were observed when priming, however, the infusion point swelled 10 minutes after infusion began. The nurse removed the device, but found the catheter was shorter than normal. The vein was dissected to remove the remaining catheter tubing.

Manufacturer narrative:
The sample is available for evaluation. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted.